Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he had a no delivery alarm and a button error the other day. He changed out the infusion set, but his blood glucose does not come down. Customer's blood glucose is 327 mg/dl. He was feeling ill. He treated with a bolus from the device. Customer stated he is afraid to take injections because he passed out one time while taking injections. He declined troubleshooting and wants the device replaced. Nothing further reported.